Event description:
Patient receiving chemotherapeutic regimen via ambulatory infusion pump. Infusion began within clinic and pump errored on two different patients after approximately 30-40 ml infused. Smiths medical cadd infusion pump in use. Pump and connections appeared to be working properly. Cassette suspected as possible defect although no visual defect identified. Records indicate that recent reports of pump errors associated with common 100 ml cassette lot #4098659, exp 2-08-26. Product #21-7302-24. FDA safety report ID # (B)(4).